Event description:
While used on a patient, evita 2 dura display suddenly blacked out. Hospital staff immediately noticed it and replaced patient to another ventilator. No patient injury was reported.

Event description:
See initial